Manufacturer narrative:
Field service engineer went on site confirmed the issue of cracked lid and push plate and replaced the cracked lid. The device history record review confirmed that device conformed to specifications when shipped. The device was not repaired in the last year. Root cause of the cracks found in the lid and push plate could not be conclusively confirmed. Neither the design nor structure of the device could be confirmed to contribute to it. Likely cause of the issue based on past investigation experience, are: lid closed while connecting tube is placed on the basin. Lid closed while something hard, such as a scope, is placed on the retaining rack. Lid closed while washing case being placed obliquely at the retaining rack. Chemical stress by chemical fluid. Physical stress by handling. Instructions for use (IFU) states as follows: warning - reprocessing operations: when closing the lid, be careful not to get the connecting tube caught between the reprocessing basin and lid and make sure the endoscopes and the washing case are not touching the lid. Close the lid after ensuring that the cover of the washing case is closed. If the endoscopes and the washing case are touching the lid, adjust their positions and close the lid. If the lid is closed while contacting the endoscopes or accessories such as the washing case and the connecting tubes, the endoscopes, the accessories and the equipment may get damaged or water leakage may result.

Manufacturer narrative:
Due diligence has been executed for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
During a preventive maintenance service, the device lid and push plate were found to be cracked. There is no patient involvement.